Manufacturer narrative:
B5: describe event or problem - updated with additional details surrounding the event.

Event description:
It was reported that during a pulse field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use. However, upon inserting a non-boston scientific mapping catheter, a valve leak was observed with the sheath. The sheath was replaced, and the procedure was successfully completed without any patient complications. The device is expected to be returned. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that the referenced replaced device was the faradrive sheath. No abnormalities were noted during preparation or use of the sheath, and there was no damage to the luer that is known. The method of irrigation used for the sheath was a pump, with a flow rate of approximately 75ml/hr. It was clarified that the first device inserted into the sheath was the bsw pentaray mapping catheter, at which point the reported leak was noted. The reported leak appeared to have been coming from the valve at the back of the sheath and was characterized as a moderate drip. No air was seen in the sheath or in the patient.

Event description:
It was reported that during a pulse field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use. However, upon inserting a non-boston scientific mapping catheter, a valve leak was observed with the sheath. The sheath was replaced, and the procedure was successfully completed without any patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue. The kinking was likely due to transport and storage as there was no mention of it from the event description. Regardless the kinking is considered unrelated to the leak and would not have contributed or caused it.

Event description:
It was reported that during insertion of a pfa procedure the faradrive steerable sheath (clear) - us was selected for use, upon insertion of octaray mapping catheter (j&j) it was noted the valve was leaking. The device was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned. New information was received per gfe: the device that was replaced was the sheath. No abnormalities were noted during preparation or use of the sheath, and there was no damage to the luer that is known. The method of irrigation used for the sheath was a pump, with a flow rate of approximately 75ml/hr. The first device inserted into the sheath was the bsw pentaray, at which point the leak was noted. The leak appears to be coming from the valve at the back of the sheath and is characterized as a moderate drip. No air was seen in the sheath or in the patient. The sheath had been returned for analysis.